Manufacturer narrative:
Upon troubleshooting with the customer, it was determined that the device was inadvertently exposed to water during maintenance activities.the service code was triggered due to water exposure, which is outside the intended environmental conditions for this device. This resulted in potential risk to the AED's functionality.the proper maintenance procedures for the AED were reviewed with the customer, emphasizing the importance of keeping the device dry and protected from environmental factors such as water exposure.

Event description:
A customer reported their AED was exposed to water and is now prompting service code 7153.